Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The ez change valve assembly was replaced.

Event description:
"The hospital reported the co2 values were higher than expected.. There was no reported patient injury. "